Event description:
The account alleged the bed's nurse call feature was not functioning. No injuries reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.